Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump system for non-malignant pain. The pump was used to deliver fentanyl. Dose and concentration information was not report. It was reported that a dye study was done and only 0.5ml was able to be aspirated. The hcp suspected that the catheter was disconnected from the pump. The patient wasn't getting any relief from boluses. The hcp had increased the dose from 2mcg to approximately 15mcg with no success. A catheter revision surgery was planned. The date of the event was 2-3 months prior to the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: 8784. Serial# (B)(6). Implanted: (B)(6) 2020. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: ubd: 16-oct-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative regarding a patient receiving intrathecal fentanyl 500 mcg/ml (unknown dose) via an implantable pump for non-malignant pain. It was reported that the patient had a history of intermittent loss of therapy and over the past month the symptoms had worsened. The caller stated the hcp was unable to aspirate from the catheter access port (cap), so today they did a proximal/pump catheter revision. It was further reported that the rep stated post revision, the catheter was easily aspirated. The caller stated the patient also had a past medical history of falls and there was some question about this causing the catheter issues. Additional information was received from a rep stating the patient had a catheter revision and was wondering how to revise the removed and implanted sections of the 8780 catheter. Technical services discussed using other volume and then wrote a note describing what was done.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8784; lot#serial#: (B)(6); implanted: on (B)(6) 2020; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the company representative that stated the connection to the pump was revised on (B)(6) 2023) and that resolved the issue. No product was kept or sent back to medtronic.